Event description:
It was reported that the balloon leaked from a hole. The target lesion was located in a mildly tortuous and moderately calcified left renal artery. A 4.0 x 20, 75cm mustang balloon was selected for use in a stenting procedure in the left renal artery and the left iliac artery. During the procedure, there was resistance when inserting the catheter with the wire. After the balloon catheter was inserted into the renal artery and the balloon was filled, it immediately became apparent that the balloon had a hole and contrast medium was leaking out. The balloon could not be expanded further. The procedure was completed with an alternate device. There were no patient complications as a result of this event, and the patient fully recovered.

Manufacturer narrative:
Device evaluation by manufacturer: a mustang device was received for analysis. As per the mustang specification, the catheter is compatible with a 0.035in (0.89 mm) guidewire. The investigator loaded a boston scientific 0.035in guidewire through the mustang device and removed it with no resistance encountered. The guidewire used by the customer was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. A visual and tactile examination identified no issues with the shaft of the device.

Event description:
It was reported that the balloon leaked from a hole. The target lesion was located in a mildly tortuous and moderately calcified left renal artery. A 4.0 x 20, 75cm mustang balloon was selected for use in a stenting procedure in the left renal artery and the left iliac artery. During the procedure, there was resistance when inserting the catheter with the wire. After the balloon catheter was inserted into the renal artery and the balloon was filled, it immediately became apparent that the balloon had a hole and contrast medium was leaking out. The balloon could not be expanded further. The procedure was completed with an alternate device. There were no patient complications as a result of this event, and the patient fully recovered.